Event description:
The user reported that during a fistulagram procedure the device leaked and the cap came off. The device was discarded. The user reported two add'l events with the same lot number. No harm or injury reported. This is one of three reports for this complaint: 1721504-2012-00038, 1721504-2012-00039 and 1721504-2012-00040 - this event.

Manufacturer narrative:
Device eval: the device is not expected for evaluation/ investigation. A follow up report will be sent if add'l info becomes available. Conclusions - device not returned.